Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in this event, the evaluation found the complaint was confirmed and the image was noisy due to damage to the charged coupled device unit. In addition, evaluation found that water tightness was lost due to a pinhole in the instrument tube, the bending angle in up direction did not meet the standard value and the play of the up/down know was out of standard value due to wear of the angle wire, the bending section cover adhesive was chipped/cracked, water removal ability did not meet standard value due to the clogged nozzle, the scope connector cover was burnt, the connecting tube was cut, the paint on the air/water cylinder was peeled, switch #1 and #2 was scratched, the grip was shaved, and the indication on the scope connector was peeled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the evis lucera gastrointestinal videoscope was noisy. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with a foreign objects. The report is being submitted due to the foreign objects in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the date and how the noisy image occurred was unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material in the air/water nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.